Event description:
It was reported that when using the bd pyxis¿ es server, patient admission was showing as cancelled. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer required undo discharge feature training. A technical support specialist provided guidance on undo discharge feature and advised on how to adjust settings to allow for wider undo discharge window. The system functioned as intended after the issue was resolved.